Event description:
An abdonimal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported approx 5 months post stent graft implant the pt had aneurysm enlargement. The physician believes that there is a tear in the graft about 1.5 cm below the top figure 8 markers. It was reported that during the initial implantation there was aggressive ballooning of the stent graft. The physician elected to use an aneurx cuff device in the location of the endoleak, which successfully sealed the graft and resolved the endoleak. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Results of evaluation: endoleak, aggressive ballooning. Conclusion: aggressive ballooning. (Secondary intervention required).